Manufacturer narrative:
This pacemaker remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received. The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Event description boston scientific received information that the patient with this pacemaker states that his device was programmed to 80 bpm. He states that when he exercises his heart rate goes up to 109-123, but within 2 minutes of stopping the exercise there is a drop to low 40's to 50 bpm. A boston scientific technical services (ts) consultant recommended contacting his physician. No adverse patient effects were reported. Additional information was received regarding the same allegations. The patient is frustrated because the physician was reporting that the device was functioning appropriately. Information was later received that the device was confirmed to be functioning appropriately. The patient was instructed to go to the physician's office if the rate drops again. Information was received that this device was explanted for normal battery depletion. No adverse patient effects were noted.